Event description:
Information was received from a manufacturer representative (rep) and health care provider (hcp) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the hcp could not connect with the implantable neurostimulator (ins) using the clinician programmer 8840 or the implantable neurological stimulator recharger (insr); the patient was seen by the hcp 6 months ago and no issues were found. A physician recharge mode (prm) was attempted but did not resolve the issue. An antenna locate was performed and resulted in ranges around mid-20s to mid-60s; the antenna was held where the highest value was found ¿ around 66. Another prm was attempted and resulted in the screen getting ¿stuck¿ a few times. It was noted that this screen always appears when the audio button is pressed; the screen wasn¿t frozen but wasn¿t showing the 60 minute timer. The third attempt at the prm was unsuccessful as it did not display a normal recharging screen or power on reset (por) message. An unknown amount of prms were again attempted and were successful in reviving the device; the patient was able to continue charging on the way home. It was noted that the issues began occurring 2-3 months ago when the patient was not charging his device. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.